Event description:
It was reported to philips that the system did not boot up, it was stuck at 00:00. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was not booting up, it was stuck at 00:00. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the flexvision monitor failed to display an image, blinking amber led was observed in the corner of the monitor. The philips field service engineer (fse) that the flexvision pc did not power up and the pc was defective. To resolve the issue, the fse replaced the flexvision pc. The defective parts were returned for analysis, for flexvision pc malfunction was observed, and the failed component was no power, defective psu. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.